Event description:
It was reported pt experienced burning sensation and pain at the ipg site during the stimulation. The discomfort continued when the stimulation was turned off. The physician decided to explant the system due to redness at the ipg site. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.